Event description:
It was reported that the insulin pump alarmed no delivery during the prime process. The blood glucose reading was 110 mg/dl. The customer stated that he went to fill the cannula and the insulin pump stopped, alarming no delivery. He stated that he took all the segments apart, repeated the whole process, and found that the insulin pump worked fine. He advised that he had already performed troubleshooting by himself and declined to return any supplies for analysis. He noted that he had taken the reservoir out, disconnected and reconnected it, and the insulin pump delivered insulin just fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.